Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, it was discovered the r-unit was broken; therefore, the image was purple. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus discolored image while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. The malfunction was found during the procedure. There were no reports of patient or user harm associated with this event. The device was returned, and olympus repair center identified a purple image. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received from the customer, and a correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the purple image occurred due to a faulty charged couple device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use and the abdominal surgery was completed with the same device.